Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to crushed tip cover, adhesive part of the objective lens has peeled off, curved rubber scratches, curved rubber adhesive missing, bending angle is insufficient due to the elongation of the angle wire, white scratches on image, scratches on the operation part, switch 1 scratched, scratches on grip, lens guide connector scratched, scratches on the surface of the lens guide cover glass, scratches on universal code, and video connector case scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the endoeye flex 3d deflectable videoscope, leaking. Upon inspection and testing of the customer returned device, the scope adhesive part of the objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. It is possible that the adhesive peeled off due to an external factor, such as hitting the distal end of the device. Olympus will continue to monitor field performance for this device.